Manufacturer narrative:
Evaluation results reveal that the septum had been in its original position before use. In addition, the slit of the septum is located at the center, demonstrating that the slitting and placement of the septum was performed correctly during the manufacturing process. Based on the evaluation findings and complaint information, the most probable cause for the defect has been determined to be an improper use of the product. Further, a batch review was completed and revealed no aberrances.

Event description:
Cardiac catheter lab nurse reports that upon accessing the septum of a y-site of interlink tubing, the septum was depressed inwards. The tubing was connected to a patient in the cath lab while on a telemetry unit. The nurse indicated that there had been multiple injections in the septum at the y-site while the patient was in the cath lab. There was no patient injury or medical intervention.